Event description:
Received information that the 840 oxygen (o2) sensor were found broken during service repair. There was no patient involvement at the time of failure. Covidien replaced the o2 sensor. The device passed all testing.

Manufacturer narrative:
(B)(4).